Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt confirmed steps were taken and the issue has been resolved. Pt is feeling no pain.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they are having pain on their left side. Pt said the issue started about 3 days ago and said they are 'feeling more pain than normal'. Pt mentioned they feel more sensation or 'little tingling' on their right than their left side. Pt also mentioned that the stimulation on the left side was 'very little'. Pt was asking if the stimulator works on both legs because when they tested to see if the stimulator is working, it came out on both side but at home they feel it more on their right side than their left especially when laying down 'because the machine is on that side'. During the call agent walked the pt on how to switch group and adjust the intensity. Pt confirmed that the therapy was on and switched from group a to b. Pt said 'base' was at 2.2 and 'prime' was at 2.0. Pt tried increasing the intensity by 1 from 2.2 and when they got to 2.5, the patient started to feel a 'little tiny tingling'. Pt tried increasing a little more from 2.6 up to 2.9 but they still feel the pain and said there was no difference. Agent redirected pt to their healthcare provider to set up an appointment with manufacturing representative for reprogramming.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.